Event description:
There was a malfunction of the thermachoice balloon. It would not raise any kind of pressure. Even outside of the patient, squeezing on it, it would not raise a pressure more than 20-50 mmhg, and did not appear to be functioning correctly.patient consented for thermachoice ablation, aborted procedure due to equipment malfunction, no injury. Surgeon performed ablation procedure using another manufacturer's device, which worked correctly.